Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an over-delivery is the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an infusion of fluorouracil the pump may have over delivered. Per reporter the pump displayed the residual volume as 6.3 ml for approximately two hours, however, the reservoir appeared almost empty when held up to the light. It was reported that no alarm occurred. It was also reported that the pump was not pumping, but was displaying "run." Per reporter the rate was 2.2 and the amount given was 93.75. Per reporter no additional information is available. No adverse patient effects were reported.